Event description:
It was reported the external pulse generator (epg) had been dropped, and the display is damaged. The case may be damaged as well. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the liquid crystal display (lcd) lens was broken. It was also noted that the upper case, lower case, battery release, side bail covers, ring cover, and lead flex cover were contaminated, the ring was bent, the battery drawer was broken and the main printed circuit board (pcb) was out of specification, electrically.